Event description:
The aln ivc filter failed to deploy from its holder into the sheath, which was already in the pt. The legs of the filter buckled in its holder. The ivc filter was removed and an additional ivc filter was opened and deployed successfully in pt.